Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by clinical data. Device was not returned. Device history record was reviewed and no discrepancies were found. However, clinical data showed that the patient was experiencing pain and during the 2nd and 3rd year follow up visit the progressive overall decline in the patient¿s ability to ambulate and to participate in normal activities. It was also noted that the valgus was greater than 10 degrees and there was medical lateral instability at full extension but no change in range of motion. Patient developed lumbar stenosis, requiring injections, and then fusion between 2-year and 3-year clinical visit, along with issues with gout of right foot requiring nsaids. These events could contribute to the patient¿s overall decline with ambulation, and requirement of crutch to walker by 3-year visit. However, a definite root cause cannot be determined with the information provide if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional information reported.

Manufacturer narrative:
Additional information does not change investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: date of report, event, other relevant history, PMA/510k, type of reportable event, if follow-up, what type.

Event description:
It was reported that patient suffered chronic pain post total left knee arthroplasty and underwent a revision approximately four years post implantation to exchange the polyethylene articular surface.

Manufacturer narrative:
(B)(4). Concomitant medical products: pn: 42502006001, ln: 62809471, femur cemented cruciate retaining (cr) narrow left size 6. Pn: 42532007101, ln: 62840438, natural tibia cemented 5 degree stemmed left size e. Pn: 42540000032, ln: 62816540, all poly patella cemented 32 mm diameter. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient suffered chronic pain in the operated knee. Patient is being recommended for a poly exchange. No surgery has been scheduled yet. No additional information is available at this point.